Manufacturer narrative:
This report contains correction in section h6 device codes.

Event description:
It was reported that this lead was attempted implant during site selective pacing catheter portfolio (sspc) procedure. During the procedure, when placing the lead in the septum, it was noted that upon penetration, there was fibrous tissue, making it difficult to penetrate the septum. After several attempts, the lead was removed and the physician noticed that the tissue was caught in the coil. When cleaning the helix, it was noted that helix was slightly bent, and when attempting to insert or remove the helix, it was damaged and not functioning properly. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Event description:
It was reported that this lead was attempted implant during site selective pacing catheter portfolio (sspc) procedure. During the procedure, when placing the lead in the septum, it was noted that upon penetration, there was fibrous tissue, making it difficult to penetrate the septum. After several attempts, the lead was removed and the physician noticed that the tissue was caught in the coil. When cleaning the helix, it was noted that helix was slightly bent, and when attempting to insert or remove the helix, it was damaged and not functioning properly. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.